Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the daily rate of a cadd®-legacy duodopa pump was set incorrectly, resulting in the patient being hospitalized for vomiting, hallucinations, and hyperkinesia. The daughter of the patient suspects the nursing service accidentally adjusted the continuous rate too high. The patient was released and was reported to be doing well. No permanent injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection found the device in good condition. A review of the event history log found the pump had not been used for infusion, and had only been preprogrammed for use. The pump log counters indicated no infusion was performed with the device and was not powered on during the event. The programming error was not verified. The pump passed all functional testing. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.

Event description:
It was additionally reported that the continuous daily rate was set incorrectly to 19ml/hr and was corrected to 1.5ml/hr. The patient was released from the hospital due to patient refusal to stay. The pump had been started approximately one month prior to the date of the event. It was reported that the patient finished her duodopa therapy for personal reasons. It was noted that the pump's lock level was set at 0.